Event description:
During an in clinic follow up, episodes of oversensing due to noise were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. Diagnostic imaging was performed and no anomalies were noted. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can. The cause of oversensing noise was due to the outer coil being exposed at the abrasion zone.